Event description:
Stent was implanted. Three days later, pt developed chest pain, difficulty with breathing. The symptoms continued through the next day. Pt passed out. Blood pressure was 100/60, heart rate 184. Pt also had a fever. Pt was taken to the hospital and admitted, was placed on biacin and heparin. Was discharged. However, they still have chest pain, dizziness, irregular heart beat. They called the doctor. Due to be seen.